Event description:
Procedure performed: total laparascopic hysterectomy. Event description: during a total laparoscopic hysterectomy at the end while finishing, the surgeon was using dissectors and when they pulled them out of the trocar, half of the jaw was missing. Immediately x-rayed patient during the surgery and found the piece but was unable to retrieve. Piece was left inside of patient. Intervention: surgery was already over when malfunction was noticed. Patient status: patient x-rayed, piece found but not able to be retrieved.patient x-rayed, piece found but not able to be retrieved.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.